Event description:
It was reported that the surgeon commented on patient dislocation. It was noted that all components were well fixed after 20 years.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that the surgeon commented on patient dislocation. It was noted that all components were well fixed after 20 years.

Manufacturer narrative:
Review of device and complaint history could not be performed as the lot ID provided is invalid. No device evaluation could be performed as no items associated with the event were returned or made available for identification or evaluation. Medical review was not performed because insufficient medical information was provided. The exact cause of the event could not be determined because insufficient information was provided. The reported event regarding dislocation of an omnifit series ii liner and a metal head ((B)(4)) was not confirmed. Lot number 27699r is invalid.